Manufacturer narrative:
The exact cause of the cycler powering off and on during the treatment was not identified. The operator was not sure if a power surge occurred. The cycler was used for further treatments with no similar problems reported subsequent to this event. The blood loss is attributed to the operator not performing rinseback of the pt's blood in a timely manner. In the event that a cycler power lose cannot be resolved in a timely manner, device labeling instructs the operator to terminate the treatment. The user guide includes instructions for performing manual rinse back when trained and instructed by the facility. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
After approximately 20 minutes into a routine hemodialysis treatment, it was reported that the nxstage system one cycler powered off and then on again. The caregiver attempted to perform a manual rinseback of the pt's blood, however too much time had elapsed resulting in an estimated blood loss of 190cc. An unreported second blood loss of 190cc, due to a clotted circuit preventing rinseback, occurred within two to three days of this event. Hb decreased from 8.4 gm/dl on (B)(6) 2012 to 7.0 gm/dl on (B)(6) 2013. Aranesp was increased from 100 mcg every other week to 100 mcg every week. The pt was hospitalized with a fever of undetermined origin on (B)(6) 2013 and received two units of prbc.